Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, at the time of the event, the vents on the back of the pump were most likely blocked. The customer's blood glucose level was not impacted. Customer was able to clear the alarm after approximately 30 minutes and resume insulin delivery.